Event description:
The customer reported that the system displayed a standby error and would not make x-rays. This resulted ad total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The arc covers were evaluated and the standby command was erased. The system was tested and found to be working as intended and returned to service.